Event description:
---

Manufacturer narrative:
A review of the memory dump by engineering noted that a manual shock lead impedance test set to a triad shock vector should be performed. In addition, a memory dump after the test was also requested in order to access the device triad shock vectors. At this time the device and lead remain implanted.

Manufacturer narrative:
Additional information was received which noted that the pacing impedances had increase and were out of range as well as the pacing thresholds. Noise was also noted. Due to the pacing configuration being lv top to rv ring the left ventricular pacing impedances were also out of range, thus the vector was changed to left ventricular tip to can with good electrical parameters. Evidence of an issue with the right ventricular ring was found. Due to the damaged shock circuit a lead extraction will be performed at another facility. The patient had no symptoms and did not experience any adverse effects.

Manufacturer narrative:
Additional information was received which noted that high out of range pacing impedances were detected. At this time the system remains implanted.

Manufacturer narrative:
Additional information noted that a follow up took place. An integrity test was not performed. The device was reprogrammed with tachycardia therapies off with extended follow ups with latitude and in hospital. The patient was programmed with crt pacing without backup defibrillation. At this time the system remains implanted.

Event description:
--

Event description:
Boston scientific received information that during a follow a sudden increase in shocking impedances was noted, while all other measurements were stable. Another follow up was scheduled to evaluate the system and decide the next course of action. A memory dump was sent to technical services for review. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.